Event description:
It was reported that the patient¿s therapy was decreasing on its own. Diagnostics revealed high impedance on the right side. As such, surgical intervention took place. Reprogramming was unable to resolve the issue. No fracture was seen on the x-ray. As such, surgical intervention took place wherein the extension was explanted and replaced with a new extension addressing the issue. Reportedly, therapy was restored. Investigation was unable to determine which of the two extensions were replaced.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4). Serial: (B)(4). Batch:8026821.

Event description:
Additional information received indicates that during the procedure a fracture was noted on the extension.

Manufacturer narrative:
Conclusion: the reported event of high impedance was confirmed. As received, microscopic inspection showed the returned lead found a damaged on the outer tubing and internal wires were broken 4cm from terminal end. The cause of the event is consistent with damage during use.